Event description:
Implantable systems post-market registry reported, the patient experienced drug withdrawal, noticed by patient experience of increased spasticity. Upon x-ray evaluation, it was observed that there was a break/cut at the pump connector location, where the catheters connects to the implanted pump. Surgical intervention was done to replace the pump and catheter connector. The new pump was programmed to deliver baclofen 2000mcg/ml at 417.40mcg/day via flex infusion mode, and the patient was reported to have recovered without further sequela. See manufacturer's report # 6000030200700987.